Event description:
The hospital reported that during a procedure, 2 heartstring seals did not unfold after being deployed into the aorta. The hospital did not provide any info regarding how the incident was completed. It was reported that there was torrential bleeding from the heart. There was no pt effect reported by the hospital. To be conservative the second incident will be assessed as serious injury. This report is for the second seal.

Manufacturer narrative:
The pt and device codes were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.